Event description:
The patient had two leads from the same lot. It was reported the physician attempted to reposition the patient's original leads for better coverage. During the procedure, the physician decided to replace the leads with new ones. There is no further information available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.